Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.

Event description:
The customer stated that she accidentally fell in a swimming pool, resulting in moisture appearing beneath the display. The reported blood glucose reading was 129 mg/dl. Nothing further was reported.